Event description:
A customer reported a cartridge alarm 20 that occurred during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite technical support assisting the caller in loading a new cartridge, the alarm recurred, so a replacement pump was sent to the customer. The customer, who has a backup pump and multiple daily injections as alternative therapies, was advised on updates and required procedures for the new pump. They were instructed to return the malfunctioning pump within 10 days to avoid charges.